Manufacturer narrative:
Additional, changed, and/or corrected data: b6,h6, & a4.

Event description:
Additionally, healthcare provider reported a capsular contracture baker grade not notated. Device has been explanted. Device has been discarded.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. Device remains implanted.